Event description:
It was reported that customer continuously getting no delivery alarms on the insulin pump. Customer's blood glucose was 489 mg/dl. Troubleshooting was done. The customer was advised the site may have been occluded. Customer declined to return the infusion set. No further information provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.